Manufacturer narrative:
D4 - primary UDI number: corrected. H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that five of the fs116s cracked during the use. The customer also experienced filter leaks and already picked up the bad IV lines. Three suitable subs drawings were provided. There was unknown patient involvement and unknown patient harm/adverse event reported.